Event description:
It was reported that the pulse generator exhibited radio frequency telemetry anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.